Manufacturer narrative:
H3 other text : device serviced by third party service technician.

Event description:
The manufacturer received information in relation to a dreamstation auto CPAP unit. During the evaluation of the device at the third-party service center, the device was visually inspected, and found corrosion on metallic surfaces. It also verifies that device is not connected in a power source. In addition, the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the corrosion on metallic surfaces. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.